Manufacturer narrative:
(B) (4).

Event description:
The pt had surgery to fix a problem with her system on (B) (6) 2009; the problem was unspecified. At the end of (B) (6) 2009, the pt was charging more than expected. At that time, it was noted that the pt was looking at the bars instead of the flashing battery for recharging. At the end of (B) (6) 2010, it was reported that the pt's implantable neurostimulator (ins) had not been reprogrammed successfully. The pt was still having problems with her system. She could not get the recharger to work right. She would recharge for 2 hours and get nothing. She turned the antenna and it still would not work. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.